Event description:
The surgeons were tighenting a 4.5 x 34mm cortex screw from the synthes dhs set and the screw head broke off. Screw remained in patient, screw head discarded. Surgeon aware and stated he will talk with the family.what was the original intended procedure?varus derotational osteotomy of right proximal femur.